Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2008, the patient experienced joint instability. This adverse event was solved by revision surgery on (B)(6)2022 to exchange the gii c/r art ins sz5-6 11mm. It is unknown the current health status of the patient.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a tka surgery had been performed on 17-jul-2008, the patient experienced joint instability. This adverse event was solved by revision surgery on 11-jan-2022 to exchanging the gii c/r art ins sz5-6 11mm. The revision was done with patella resurfacing and poly exchange/upgrade. It is unknown current health status of patient. It was communicated that patient consent had not been granted; therefore, no further information will be provided. Without the requested documentation/information, the root cause of the reported instability could not be definitively concluded, although the instability led to the revision. The patient impact beyond that which was reported, along with the poly revision and patella resurfacing can not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3